Event description:
It was reported that a flo-gard infusion pump presented an f-67 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flo-gard infusion pump was serviced on-site. A visual inspection, alarm log review, and functional test were performed. The f-67 alarm was revealed during the alarm log review and functional test. The cause of the alarm was a loose connector on the sensor board. To resolve the reported condition, the connector was reconnected. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.